Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - serial number: unknown, as information was requested but not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section d6b - explant date: not applicable, as the device remains implanted. Section e1 - telephone number:(B)(6) section h3: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - device code - 3191 for unspecified baerveldt shunt issue with patient involvement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a glaucoma study revealed that a patient implanted with the glaucoma implant into the left eye (os) had a raised intraocular pressure. The intraocular pressure was 9 mmhg with a variance from baseline of 25mmhg on (B)(6) 2022 during the one week post operative visit. The uncorrected distance visual acuity (ucdva) reading was 20/200 and the best corrected distance visual acuity (bcdva) was 20/200. Ab externo (outside the eye) supramid removal was performed and was unsuccessful on (B)(6) 2023 (5 months post surgery) because the stent was lysed externally. Posterior capsule rupture occurred and phacoemulsification, intraocular lens implantation, and anterior vitrectomy were completed on the same day. Ab interno (inside the eye) removal of stent suture in left eye was performed on (B)(6) 2024. No further information was provided.